Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced multiple, inaccurate fill estimates. Although requested by tandem technical support, the customer declined to upload the pump data logs. There was no reported impact to the customer's blood glucose level.